Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 447 mg/dl. The customer was treated for the low blood glucose with a bolus correction. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted by resetting the fixed prime. The customer was sent new reservoir set. No further information was provided.